Manufacturer narrative:
This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01240. The pt rec'd his scs system, including an ipg and percutaneous lead, on (B)(6) 2010. It was reported that the pt lost stimulation. The pt stated that the amplitude does not advance past perception level. He will be scheduled for a reprogramming session. No further info is available at this time.